Manufacturer narrative:
The reported cleo infusion site was returned, examined and found to be occluded. The occlusion is located at the distal most end of the system and is visually consistent with that of dried insulin. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. The root cause of the issue is unknown.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The patient reported an occlusion alarm when the cleo 90 infusion set was used. The patient removed it to check for kinks but none was found. Patient only saw blood around the connection site. In the process, her blood glucose levels rose to 294mg/dl. Unknown patients condition at this time.